Manufacturer narrative:
On 7/18/2019, mentor became aware the patient would not undergo explantation and replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent a breast augmentation revision with mentor memorygel breast implants 375cc and experienced bilateral rupture post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On september 11, 2023, mentor received a new date of explant. Relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On october 6, 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 5.4 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer's reference number: (B)(4).